Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day the sensor was inserted, the patient almost passed out due to inaccurate readings. The cgm was reading 250 mg/dl and the bg meter reading was 102 mg/dl; but his insulin pump was on automatic control iq mode, and it released too much insulin causing the bg to decrease to 42 mg/dl and the patient couldn´t remember the reading on the cgm at this point. The patient experienced blurry visions, dizziness and his ears were ringing. The patient did not go to a medical facility nor call 911 as he is a firefighter; he self-treated with a shot of glucagon pen and a bottle of coke. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid prior to the bg dropping. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when bg was 42 mg/dl. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.